Event description:
It was reported when a symptomatic patient who presented to the clinic for a routine follow-up, the device was found in backup vvi mode. The patient was suffering from palpitations. A firmware download was performed and successfully restored the device settings. The patient symptoms were restored to stability and the patient will continue to be monitored.